Event description:
During ptca, a .014 guide wire was advanced to the posterior descending artery. The introducer was then carried to the posterior descending artery and the guide wire was exchanged for a .014 extra support wire. The physician then advanced a stent to the ostium of the left coronary artery. Despite repeated attempts, rptr could not advance the stent beyond the proximal third of the left circumflex artery. Rptr elected then to remove the stent from the coronary artery. In pulling the stent back into the guiding catheter, it appeared that the stent was dislodged from the balloon catheter. The stent catheter was then removed with the wire left in place. A 1.5 balloon catheter was then advanced over the guide wire and through the stent which was located at the ostium of the left main coronary artery. The balloon catheter was then brought into the guiding catheter and the guiding catheter, balloon catheter, stent and guide wire were pulled back. Review of the films, it appeared that the stent was still in place as rptr moved through the abdominal aorta but the stent was not recovered when rptr removed the catheter from the root of the catheter and sheath. Rptr believes that the stent somehow was embolized in the abdominal aorta and probably moved to the lower extremities. A new sheath was placed in the right femoral artery. A diagnostic catheter was then advanced to the left coronary artery and final angiograms performed. The left main coronary artery was normal. In the proximal third of the left circumflex artery, there was a small linear dissection without significant luminal compromise. Rptr suspects that this occurred with placement of the stent. The obtuse marginal branch which was totally occluded remained patent with a 20 to 30% stenosis in its proximal third and a 50% eccentric stenosis in the distal third.